Event description:
On (B)(6) 2013, it was reported that the pt's blood glucose level was 32.6 mmol/l (586.8 mg/dl) at 6:23 on (B)(6) 2013. The pt used 60kh and took a bolus of 18.4 units of insulin. At 9:20 his blood glucose level was 33.2 mmol/l (597.6 mg/dl). At 10:28 his blood glucose level was 10.1 mmol/l (181.8 mg/dl). The pt's mother thinks the infusion device did not deliver the bolus at 6:23, but instead delivered it at 9:23. A trainer visited the pt and did not find a bolus of 18.4 units of insulin at 6:23 in the infusion device's history, but did see it in the history of the blood glucose monitor. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product eval.

Manufacturer narrative:
According to the pump history the time/date settings have been lost after restart of the pump/battery change. The acid of the supercap has leaked out. Therefore, the supercap and the surrounding electronic parts are corroded. The supercap was not functioning anymore and did not provide energy during the battery change to keep the date/time setting in memory. A supercap is a capacitor used for providing energy to the memory integrated circuit to keep the date and time setting for a while, when no battery is in the pump.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.